Event description:
The programmer rf (radio-frequency) head was returned to the manufacturer, analyzed, and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis found that the programmer rf (radio-frequency) head cable was twisted, tested out of specification mechanically, and had intermittent operation.